Event description:
"Caller alleged discrepant results compared with reference meter. Results as follows:" date: (B)(6) 2010, inratio: 3.4, reference meter (coagucheck): 3.0. Testing performed within 30 mins. Pt's target rage 2.0-3.0.

Manufacturer narrative:
Investigation pending.